Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event premature battery depletion could not be confirmed in the lab. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.